Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is, "not feeling well, yawning, and tired with a heart rate around the 60's." The patient is concerned the device is "not doing what it should be doing." The device remains in use. No further patient complications have been reported as a result of this event.